Event description:
Lodi implants failed to osseointegrate. The following implants were placed and extracted as noted below: 07467, lot: i0nam, 01/31/2019 (exp date), 03/2014 (mfg date); 07456, lot: i0r11, 05/31/2019 (exp date), 07/2014 (mfg date); 07461, lot i0r0x, 05/31/2019 (exp date), 07/2014 (mfg date).

Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. Pt had moderate density bone. Implants were immediately loaded. The clinician did not provide the following info: amount of torque used on abutment and implant; whether primary stability was achieved. Failure to osseointegrate is a well documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The implant's lot history records were reviewed. Any discrepancies or issues of non-conformances were successfully resolved prior to the release of the parts. Implants were manufactured to specifications. No further action is required.